Event description:
It was reported that an ilet cartridge was leaking, leading the user to go through two vials of insulin and experience hyperglycemia above 400 mg/dl; switching to a new cartridge from a different lot resolved the leak. Symptoms included thirst associated with hyperglycemia. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy use, and no ketone testing, with blood glucose subsequently decreasing to 384 mg/dl after the cartridge change. Investigation included troubleshooting and education by advising a cartridge change and monitoring blood glucose. Investigation of this case revealed a suspected cartridge leak associated with a specific lot, with normal performance restored upon use of a different lot. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the cartridge consistent with a manufacturing or lot-specific issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.